Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding axium coil non-detachment. It was reported that the patient was undergoing a percutaneous anterior communicating (acom) artery  aneurysm stent-assisted coil embolization. After the coil was delivered, it could not be detached. The coil was replaced to continue the procedure successfully. The cause of the coil non-detachment was initially considered to likely be a problem with the coil pusher wire.

Event description:
Additional information received reported the original lesion characteristics were anterior cerebral communicating artery aneurysm, ab out 4 mm in size. Vessel tortuosity was moderate. It was confirmed that the patient had no infarction before, during, or after the operation. No patient symptoms or complications were reported. An instant detacher was used. Two attempts were made to detach with the manual method. Prior to non-detachment no issues were encountered. No pushwire damage was observed after removal from the patient. The devices were prepared as indicated in the instructions for use (IFU). After the unsuccessful detachment, prepared to push the coil in via the micro-guidewire, but the coil automatically retracted into the tumor before the micro-guidewire was pushed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.